Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per IFU instructions: patient is instructed to "always keep a spare controller and fully charged spare batteries available at all times in case of an emergency". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed electrical fault alarms and high watts alarms. Electrical fault alarms are associated in the risk documentation to multiple potential causes such as driveline cable or connector malfunction, peripherals of hvad system used in environmental conditions outside the recommended operating range, foreign material inside of the driveline connector, and controller malfunction. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. A root cause cannot be conclusively determined; log file analysis confirmed the reported event, however, the device passed visual and functional testing. This is not likely lead to a pump stop and has remote potential for patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient informed the vad coordinator that he experienced alarms of an unidentified cause and the patient exchanged his primary controller for his back-up. The patient also stated that he had an issue with one of his batteries holding a charge. The patient came to the facility and picked up a replacement controller. He was instructed to bring the battery and the replaced controller to his next clinic visit. There is no indication the patient experienced any serious effects as a result of this event.